Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient concurrently underwent laparoscopically assisted vaginal hysterectomy, bilateral salpingooophorectomy, and anterior repair.

Event description:
It was reported that the patient concurrently underwent laparoscopically assisted vaginal hysterectomy, bilateral salpingooophorectomy, and anterior repair.

Manufacturer narrative:
(B)(4) - dyspareunia. Additional narrative: it was reported that a diagnostic laparoscopy was performed on (B)(6) 2010 to treat dyspareunia, lysis of bowel and omental adhesions, removal of foreign object [staple] and placement of intercede and vaginal cuff resection. During the procedure it was noted that she had bladder adhesions and due to the amount of adhesions in vagina a complete revision was not performed and a hemoclip was removed from cul- de sac. On (B)(6) 2011 the patient underwent surgery to treat pelvic and vaginal pain and urinary tract infections.